Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of stent suture break.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal covered stent was used in the esophagus during a stent placement procedure performed on (B)(6) 2024. During the procedure, the string was fractured while adjusting the position of the stent. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0401 captures the reportable event of stent suture break. Block h11: an ultraflex esophageal proximal covered stent was received for analysis; the delivery system was not returned. Visual inspection found that the stent suture was broken and unraveled. No other problems were noted with the stent. Product analysis confirmed the reported event of stent suture break. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) resulted in the reported event of stent suture break and the observed event of stent suture unraveled. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal covered stent was used in the esophagus during a stent placement procedure performed on (B)(6) 2024. During the procedure, the string was fractured while adjusting the position of the stent. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: no further information has been obtained despite good faith efforts.